Event description:
Patient required infusion of albumin. The affixed label on bottle includes 2 small labels, one of which has a barcode. The labels have the lot number and expiration date. The outer bottle label must be removed to access the plastic hanger for IV pole. The perforations between the outer label and barcode do not always allow for a clean separation. The lot number tears into pieces. The lot number is required documentation for a human derived product. The barcode does not have the lot number and expiration date encoded. Barcode only identifies the MFR., volume, ndc description, dispensible medication and match description. If barcode is being placed on bottle, shouldn't it include the lot number and expiration date for electronic medical record (emr) purposes?manual transcription of a required lot number consisting of 10 numbers and letters easily can have a mistake entered in emr.